Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 327 mg/dl, 155 mg/dl, 213 mg/dl and 169 mg/dl. Husband reported first reading of 327 mg/dl was taken from a vial that had been open for a week or two, states that was the last strip in the vial so they switched to another vial from same box and that is when she got the readings of 155 mg/dl, 213 mg/dl and 169 mg/dl. All four readings taken were with 2 different vials of strips from same box with lot 497172. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.